Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with severe bradycardia, right ventricular lead exhibited an increase capture thresholds. The lead was capped and replaced. The patient tolerated the procedure well.